Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. The image was distorted. Two (2) leaks were found. There was a leak in the bx channel. And a leak between the s-cover/s-body. The s-cover name plate was missing. The light guide cover glue was peeling. The rubber glue was missing. There was no data. Switch button one (1) was cut. The insertion tube and distal sheath was non-olympus. There were four (4) broken elements and there was an issue with the play for the control knob. The occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a diagnostic procedure, the evis exera ii ultrasound gastrovideoscope had intermittent video loss, image dropout. During the evaluation of the device, it was noted the light guide cover glue was peeling. No patient harm reported. This report is to capture the reportable malfunction of peeling cover glue on the light guide noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the adhesive chip was generated by applying an external force to the tip due to handling. The instructions for use (IFU) provides the following guidelines: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Corrected data: a1.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Event description:
Additional information was received the customer. The procedure was an endoscopic ultrasound. No other devices were involved in the event. There was no delay in the procedure. The procedure was completed with a different gf-uct180, evis exera ii ultrasound gastrovideoscope.